Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the tricuspid stenosis was unable to be determined. The reported patient effect of tricuspid stenosis, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional tricuspid regurgitation (tr) and central jet with previous tricuspid aortic valve replacement (tavr) for a triclip procedure. Patient pre-procedure gradient was 1mmhg. During the procedure, one triclip xtw was implanted on medial side of anteroseptal and posteroseptal for clover technique. Procedure was successful. The post procedure gradient was 3mmhg and final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, on follow up with the physician, it was determined that the mean pressure gradient was 13mmhg and patient was asymptomatic. Multiple measurements were with consistent 8-13mmhg.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.